Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history included multiple spinal surgeries. The indication for pump use was movement disorders. On (B)(6) 2018 it was reported that the patient had gone in for a refill a couple of weeks ago and the physician could not access the pump. It was discovered that the pump was flipped. The pump was manually flipped back over for the refill. No patient symptoms were reported. It was noted that the pump had flipped previously and it was revised on (B)(6) 2018 (see manufacturer¿s report # 3004209178-2018-09897). The environmental, external, or patient factor that may have led or contributed to the current flipped pump was noted to be weight loss. The patient had lost more weight and her abdomen was very loose. The pump pocket was going to be revised and the pump tacked down. The issue was not resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.